Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed foreign body inside the tube resulting in errors on the automated machine. No patient or user impact reported.

Event description:
It was reported that while using one (1) bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed foreign body inside the tube resulting in errors on the automated machine. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. Evaluation of these photos indicated the presence of foreign matter in the tube. Upon visual inspection of 100 retained samples, no foreign matter was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.